Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe module stopped infusing approximately fifteen (15) minutes after initiation. The medication was programmed to infuse for four (4) hours. There was patient involvement but no harm.

Manufacturer narrative:
Correction: manufacturing location. Omit: concomitant med prod data, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint in which the syringe module stopped infusing was not confirmed; however, a probable root cause of the reported issue is being attributed due to use error. The log review revealed that, during the reported date of event, the user programmed two infusions of piperacillin/tazo with a duration of four (4) hours, subsequently, the user programmed and completed a third infusion of piperacillin/tazo with a duration of four (4) minutes, resulting in a rate of 204.813ml/h. Alaris system maintenance (asm) calibration and preventive maintenance (pm), testing were performed on the suspect syringe module. Asm was used to evaluate the source syringe module and determine if the device is operating in specification. The tasks were completed with no errors or malfunctions. After the asm calibration task and pm tasks were performed, a basic infusion was programmed and started using a 20ml syringe, the infusion was programmed for a duration of 48 hours. The infusion was completed successfully with no errors or malfunctions. External and internal inspection did not confirm any anomalies of the electrical or mechanical components. A review of the syringe module and pcu error log showed no record related to the reported issue of the suspect syringe module. A review of the pcu event logs showed that, on july 11, 2025, at 2:33 am, the profile in use was identified as ¿peds¿, the suspect syringe module was selected, and a guardrails drugs (piperacillin/tazo) was programed for duration of four (4) hours, with the following parameters: drug amount of 1096mg, diluent volume of 13.7ml, patient weight of 14kg, concentration of 80mg/ml, rate of 3.3912ml/h, volume to be infused (vtbi) of 13.5648ml and dose of 78.2857mg. Between 6:34 am and 6:41 pm, the syringe module alarmed syringe empty, the user pressed to silence key twice, then pressed to channel off. At 8:07 am, an infusion with the same parameters was programmed and started. Between 12:08 pm and 12:14 pm, the syringe module alarmed syringe empty, the user pressed to silence key, then was selected a 10ml bd syringe, and updated the rate to 100ml/h and vtbi of 5ml, the infusion was started. The user pressed channel off. At 2:01 pm, the user programmed an infusion of piperacillin/tazo (drug ID 132) with the following parameters: drug amount of 1096mg, diluent volume of 13.7ml with a duration of four (4) minutes, resulting in a calculated rate of 204.813ml/h, and a vtbi of 13.6542ml. The user selected ¿yes¿ to the fluid rate exceed max limit of 28.3448ml/h. At 2:06 pm, the infusion was completed and the syringe module alarmed syringe empty, the user pressed channel off. Between 2:17 pm and 2:19 pm, a basic infusion was programmed using a bd 10ml syringe, at a rate of 100ml/h with a vtbi of 3ml. The infusion began, but the user then pressed channel off. The alaris¿ system user manual (v12.3.2), notes that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Discard infusion set if packaging is not intact, or protector caps are unattached. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Note to repair center: the suspect syringe module was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any third-party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported issue, in which the syringe module stopped infusing, was not confirmed. However, a probable root cause of the reported issue is being attributed due to use error. The log review revealed that, during the reported date of event, the user programmed two infusions of piperacillin/tazo with a duration of four (4) hours, subsequently, the user programmed and completed a third infusion of piperacillin/tazo with a duration of four (4) minutes, resulting in a rate of 204.813ml/h. The returned device was fully evaluated, and no issues or anomalies were observed during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe module stopped infusing approximately fifteen (15) minutes after initiation. The medication was programmed to infuse for four (4) hours. There was patient involvement but no harm.